Manufacturer narrative:
All buttons function properly. No button error alarms noted during testing. However, moisture damage was noted on keypad traces during visual inspection. The insulin pump had a missing end cap sticker noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a button error alarm. The customer reported that the numbers were ramping up when attempting to give bolus. The customer stated that her blood glucose was high. The customer stated that she treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.